Event description:
The facility reported a flo-gard infusion pump which over-delivered during patient therapy in the facility's emergency room. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
A customer reported that back in (B)(6) 2009 (customer did not remember the exact day) he experienced a medical event when he felt symptoms of diaphoresis, fatigue, tremulousness and loss of consciousness. It is unknown if the customer tested and received any blood glucose readings prior to the symptoms. The paramedics were called and the customer reported that between approximately 4 pm and 5 pm he compared a reading of 90 mg/dl he received on his freestyle flash blood glucose meter to a reading of 46 mg/dl obtained on an emt meter. The customer also reported he was treated with dextrose intravenous solution and transported to a hospital. At the hospital, the customer was reportedly diagnosed with hypoglycemia, and when the treatment with the intravenous solution ended, he ate food, and as soon as his "blood sugar went up", he was released from the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which over-delivered was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. A trend review was performed showing a stable trend for reported complaints of over-delivery. Should additional information be received, a follow-up medwatch will be submitted.